Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered and was intermittently displayed due to faulty charge-coupled device (ccd). The cause of the faulty charge-coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image flickered and went black intermittently. The cable was damaged internally near the head, and the charged coupled device was also damaged. There was normal cosmetic wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head image was flickering, and the device had a broken cable near the head. The issue was found in a therapeutic procedure post inspection. The procedure was completed with the same device with no delay. There were no reports of patient harm.